Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the short attachment device were damaged. It was noted that the balls were missing, the cage was missing, and the ball bearing fell apart. It was further determined that the device failed pretest for temperature, cutter insertion, and lock operation. It was noted in the service order that before use it was observed that there was a bearing failure, and the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearing of the attachment device was damaged. Therefore, the reported condition was confirmed. An assessment was performed and it was observed that the device failed cutter insertion. It was further observed that the bearings are worn out and loose and created a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.